Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint pr # (B)(4). Initial MDR mailed on (B)(4) 2013.

Event description:
Philips received a report from the field service engineer (fse) that it was determined that during preventative maintenance that there was no communication available from the gantry microphones. The field service engineer (fse) determined the cause was from failed microphones which were replaced.